Manufacturer narrative:
Concomitant products: product ID 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that her wires were disconnected. She has called her doctor already and is waiting to hear back from them. No further patient complications are anticipated or expected as a result of this event.